Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that no power to keypad - replaced keypad. A review of the device history record for (B)(6) was performed from 01/14/2019 to 01/14/2021 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA unresponsive keys 1120033. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device won't turn on / off. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on / off. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 14jan2019 to 14jan2021 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs.

Event description:
The customer reported the device won't turn on/off. No patient involvement.